Event description:
Complainant alleged that during biomed testing the device would not power up with battery or ac power. Compainant indicated that there was no patient involvment in the reported malfunction.